Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee debridement procedure using saphyre probe, an electrical leakage occurred. The sheathing of the wand was peeling, and there was an electric shock feeling. The procedure was completed with non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found that the sheathing of the wand is peeling off exposing the wiring. Due to the condition of the returned device, functional testing could not be performed. The complaint of a peeled sheath was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include an inadvertent impact inconsistent with normal use. The complaint of an electric shock was not confirmed, and the root cause cannot be determined due to condition device was received in. Factors that could have contributed to the reported event include damage to the insulation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.